Event description:
Boston scientific received information that the patient with this implantable defibrillation lead experienced a heart perforation during the implant procedure resulting in cardiac tamponade. Loss of capture (loc) was found following the tamponade as well as a decrease in sensing. The local area field representative reported the patient was not pacemaker dependant and no asystole occurred. When a procedure was performed to address the cardiac tamponade the surgeon believed this lead may have dislodged when they were manipulating the patient's heart. However, an x-ray showed no conclusive evidence of a dislodgement. The lead was successfully repositioned the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.